Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The lens was exchanged, resulting in a temporary improvement in visual acuity. A yag laser procedure was then performed, which also resulted in a temporary improvement in visual acuity. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested on 06/11/2008 by mail and fax. Pt records were received 06/09/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 06/19/2008.